Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 32.4cm to 33.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location. The reported noise could not be reproduced in the laboratory.

Event description:
It was reported that during follow up, lead noise was observed, resulting in inhibited pacing. The pacer-dependent patient was asymptomatic. The lead was explanted and replaced.